Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. However, the pt at this time refuses to return the products.

Event description:
Unable to speak with the pt/layperson who does not return calls, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a follow up letter to the pt. In 2009, the pt alleged that blood glucose results with his onetouch ultramini meter were inaccurately erratic. Results were provided in mg/dl, correct unit of measure. Alleged results, testing date not provided, were 302, 301 and 384; 583 and 250 and 504 and 205. Whether all seven results were taken within 20 minutes is unclear. The meter and test strips were in range when tested with control solution. The pt alleged he developed a "headache, neck pain, and passed out several times." However, the pt refused to be explicit or state whether he had been treated. The pt also refused a replacement meter, providing the serial number of the meter lifescan sent to him five months earlier as a replacement. At that time, the pt's regime was oral diabetes medications. The pt refuses to return meter and test-strips. Because, the pt alleged he "passed out several times" due to the product, the complaint is reported. If add'l info is obtained, it will be evaluated.